Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the two identified malfunctions were attributed to degradation related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the high flow insufflation unit has a gas leakage from the 2nd duct line and the electro pneumatic proportional valve failed. There were no reports of patient involvement.